Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005752.

Event description:
It was reported patient experienced insufficient pain relief with the scs system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined